Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with lab results provided by end-user at time complaint was filed: inratio2: 1.7, reference: 1.2, mean: 1.45, confidence limits: 1.1-1.9. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. Root cause could not be determined from the info provided by the customer. No product associated with the complaint is expected for return. In-house therapeutic donor testing has been performed on reported lot 285228 on (B)(6) 2012. Results as follows: donor1: inratio: 2.8, inratio: 2.7, inratio: 2.5, ref: 3.30, bias threshold - 2.30-4.30, %cv: 5.73; donor2: inratio: 4.4, inratio: 4.8, inratio: 4.8, ref: 4.12, bias threshold: 3.12-5.12, %cv: 4.95. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. (B)(4). Because this occurrence rate is below the total complaint action threshold of (B)(4), corrective action is not required at this time. This issue and lot number will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 1.7, lab: 1.2. Time between testing was 40 minutes. Patient's therapeutic range is 2.0-3.0.